Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
The device is used for treatment and not diagnosis. Device manufacture date: may 11, 2014. Not previously reported. Placeholder.

Event description:
It was reported that a small battery drive stopped working in the middle of the procedure. Four different batteries were tried and the product did not work. No additional information was available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): the manufacturing documents were reviewed and no complaint related issues were found. The reporters complaint that the unit does not function was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.